Event description:
In may 2021 it was observed that there was pain when channel 12 was stimulated and the user started to lose hearing benefit in 2022. There was a migration of the electrode array into the mastoid cavity due to scar tissue and 3 channels were extra-cochlear. During the repositioning surgery, the array was accidentally cut. Therefore, the user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Re-insertion was attempted but the device was accidentally damaged during the surgery. The reported damage could be confirmed during device investigation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2021 it was observed that there was pain when channel 12 was stimulated and the user started to loose hearing benefit in 2022. There was a migration of the electrode array into the mastoid cavity due to scar tissue and 3 channels were extra-cochlear. During the repositioning surgery, the array was accidentally cut. Therefore, the user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: based on the information received from the field, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Reportedly there was scar tissue coming from the mastoid cavity leading to the posterior tympanotomy, which likely pulled the electrode out of the cochlea. Re-insertion was attempted but the device was accidentally damaged during the surgery. The reported damage could be confirmed during device investigation. This is a final report.

Event description:
In (B)(6) 2021 it was observed that there was pain when channel 12 was stimulated and the user started to lose hearing benefit in 2022. There was a migration of the electrode array into the mastoid cavity due to scar tissue and 3 channels were extra-cochlear. During the repositioning surgery, the array was accidentally cut. Therefore, the user was re-implanted with a new device.